Event description:
It was reported that during an implant procedure, the guide wire would not pass when advanced to the level of t12-lt. The stylet (curved) was pulled and a straight stylet was then used. The guide wire was retracted slightly, but the physician had problems advancing the straight stylet into the guide wire. Fluoroscopy indicated that the stylet had perforated through the side of the guide wire. A new guide wire kit was then opened and used without difficulty. The pt recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results of the returned guide wire were not available at the time of this report. A follow-up report will be sent when analysis is completed.